Event description:
The customer reported intermittent communication failed error messages. This resulted in an intermittent loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and returned to service.